Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced an elevated blood glucose (bg) of 250 mg/dl with extreme thirst and nausea associated with an alleged ¿no vibration¿ issue with the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), the patient reported that they pump was not alarming via vibration in the night for their high bg. Cts checked the vibration of the pump and the pump was working properly. Cts reviewed the continuous glucose monitoring (cgm) history and the pump did alarm for bg above glucose limit. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with training/misuse; no pump malfunction was indicated.